Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during delivery, the perineum had grade I laceration. Absorbable suture was given for subcutaneous suture of perineal laceration. During ward round the next day, it was found that the patient had redness and swelling around the perineal suture, without exudation. The patient was given red light irradiation to promote healing and then gradually improved.